Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results from the cobas pro ise analytical unit for one patient. The initial sodium result was 160 mmol/l. The initial potassium result was 4.6 mmol/l. The initial chloride result was 124 mmol/l. An hour later, a new sample was collected for blood gases, and the sodium result was 139 mmol/l. The potassium result was 4.1 mmol/l, and the chloride result was 104 mmol/l. Another hour later, a new sample was collected and run on the cobas pro with a sodium result of 138 mmol/l. The potassium result was 4.0 mmol/l, and the chloride result was 107 mmol/l. On (B)(6) 2025, the customer completed a sample comparison using the initial sample. The sodium result from a different analyzer was 140 mmol/l, the potassium result was 4.6 mmol/l, and the chloride result was 109 mmol/l. The sodium result from the cobas pro was 138 mmol/l, the potassium result was 4.5 mmol/l, and the chloride result was 106 mmol/l. The sodium result from the cobas pro was 139 mmol/l, the potassium result was 4.5 mmol/l, and the chloride result was 106 mmol/l. The results from (B)(6) 2025, sodium result of 138 mmol/l, potassium result of 4.5 mmol/l, and the chloride result of 106 mmol/l were reported.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer did not report any other issues. The investigation determined the event was due to a preanalytic issue at the customer site (mis-sampling due to poor sample quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.